Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 10, 2026, senseonics was made aware of an incident in which the user reported a low glucose event that led to an emergency room visit. The user provided an example indicating that at the time of the event, a blood glucose value of 46 mg/dl was measured, while the sensor glucose reading was approximately 65 mg/dl. The user received treatment at the hospital and was later discharged.